Event description:
A customer reported that the coulter ac-t diff 2 analyzer generated abnormally low white cell count (wbc) and abnormally high hemoglobin (hgb) results for one (1) patient. Review of the data also shows low platelet (plt) and high red cell count (rbc) and hematocrit (hct) results without instrument generated flags. Erroneous results were reported out of the lab. A doctor questioned the results and sent the patient sample to a reference lab for repeat analysis. These results were considered correct. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in a lavender topped tube. Controls were run before and after the reported incident and were within range. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched for the event. The fse found no instrument problems. The fse verified that the instrument was fully operational and all test results were within specifications. System was validated. Based on information provided, the root cause of event cannot be determined, but initial patient results are indicative of inadequate sample mixing. Per product labeling, when wbc and plt are too high or low, hgb and rbc are opposite, too low or high. Probable cause: sample was not mixed adequately before aspiration. Suggested action: remix sample and cycle again.